Event description:
During the atrial fibrillation procedure, cardiac tamponade occurred requiring a pericardiocentesis to stabilize the patient. Difficulty was noted with transseptal puncture using a (B)(6) device (brockenbrough needle by boston scientific). After several attempts were made, including using rf energy with rf needle under ice guidance, the left atrium was approached and premap was performed using advisor vl mapping catheter. After mapping, while ablating the right pulmonary vein (rpv), the contact force sometimes became 50-60 grams, and the contact force momentarily exceeded 100 grams. After the rpv isolation, when the left pulmonary vein (lpv) was isolated, it was found that the blood pressure decreased. When checking fluoroscopy, the pulsation appeared to be slow. A transthoracic echocardiography was done which revealed a cardiac tamponade. A pericardiocentesis was performed and the patient stabilized. The procedure was completed without replacing the catheter and there were no adverse consequences to the patient. No perforation was confirmed. The physician does not know whether the cardiac tamponade occurred during the brockenbrough procedure, mapping, or ablation. There were no reported performance issues with any (B)(6) device. The hospital discarded the reported catheter. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).